Manufacturer narrative:
H4: the lot was manufactured between november 28 and 30, 2023. The device was received for evaluation with 2ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 48 hours; however, the infusion completed in 60 hours. The device contained fluorouracil in 200ml of saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.